Event description:
It was reported the patient's bedside nurse noted pump off and driveline disconnect alarms overnight while checking the patient's historical alarms the next morning. The patient reported having no audible alarms and that the nurse was present while they were switched from battery to wall power around 9 pm. The patient felt dizzy around then, but was adamant that the left ventricular assist device (lvad) did not make an audible sound. Following review of the submitted log files, it appeared there were transient driveline disconnect, low flow, and lvad off alarms on (B)(6)2024 around 9:22 pm. It appeared the alarms were due to electrostatic discharge (esd). There were no other unusual events seen within the log files and the device appeared to have operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarm was confirmed via log file analysis; however, the reported event alarm not being audible could not be confirmed through this evaluation. Data on the reported event date of 24nov2024 was reviewed. The controller event log file captured driveline disconnect/lvad off/low flow alarm event on 24nov2024 at 21:22:46. The driveline was connected at 21:22:58 and the pump began ramping up at 21:23:02 with the speed value captured at 5,300 rpm. The system operated within the patient speed limit value (5,500 rpm) and low speed limit value (5,200 rpm) thereafter. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause driveline disconnect alarm event captured in the log file and the alarm not being audible could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected and low flow alarm driveline disconnected alarm. 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. 3. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 4. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.